Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. During troubleshooting, it was confirmed that the issue was due to a faulty cartridge. Customer was able to insert a new cartridge and complete the load sequence. There was no information provided regarding the customer's blood glucose level.